Event description:
It was reported the patient presented in clinic after experiencing a vibratory alert. Upon interrogation it was noted there was high pacing impedance on the left ventricular (lv) lead. The lv lead was reprogrammed to resolve the event. The patient was stable.